Event description:
It was reported that a power source alert 07 occurred while using a tandem charging cable and wall adapter, leading to the pump not charging. There was no reported impact on the customer's blood glucose level as the caller declined to answer specific questions regarding it. The issue was identified to be with the tandem wall adapter, and once a different wall adapter was used, the pump began charging successfully. No further assistance was needed.